Event description:
The customer reported that the white ceramic part of the device cracked during a gynecological procedure. There was no consequence to the pt. The surgeon used another device of the same type to complete the procedure.